Event description:
The patient was implanted with a left ventricular assist device (lvad). In (B)(6), the patient presented with signs and symptoms of hemolysis and thrombus was suspected. The patient has a history of questionable medication compliance as inrs have ranged from 1.2-4.0 in the past. The pump speed was increased to 12,000 to help to unload the left ventricle and the patient was treated with IV heparin. The patient stabilized and was discharged to home. A pump exchange was performed; however, the inflow and outflow cannulae remained in place, using the subcostal approach. Upon explant, there was no obvious thrombus seen in the pump. The doctor feels that the problem may have been related to the inflow cannula kinking due to large body habitus. No further information is available at this time.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The evaluation of lvad did not reveal a device related issue. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the percutaneous lead segments found them to be unremarkable and electrical continuity testing did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal any device related issues that could be correlated to the reports of suspected thrombus or the patient's reported hemolysis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: elevated ldh, suspected pump thrombosis

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.